Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported the patient had his inflatable penile prosthesis reservoir removed and replaced due to patient dissatisfaction from the reservoir migrating and causing pain. The new reservoir was repositioned when implanted. No further patient complications were reported in relation to this event.